Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Subsequently, customer¿s blood glucose level displayed high. Mdi was administered to address elevated glucose and a new cartridge was loaded to resolve this issue.